Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm or any other alarms noted. Motor passed motor test. The insulin pump had no alarm in the history file noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received multiple motor error alarms on the insulin pump. Customer also mentioned receiving a motor position encoder error. Insulin pump was not exposed to a high magnetic field and the drive support cap was noted to be normal. Customer's blood glucose reading was noted to be unknown. Customer was advised to discontinue use of the insulin pump and the device is being returned for analysis.